Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for evaluation. Visual and microscopic examination of the needle revealed two cracks in the introducer needle hub and multiple scratches. The returned needle was attached to a lab inventory arrow-raulerson syringe (ars) and water was aspirated and purged. A significant amount of water and air leakage was detected from the needle hub. A device history record review was performed with no relevant findings found. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained two cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
Customer reported the hub of the needle was cracked during use. The issue was found on two different devices with the same patient. It was reported "there was no serious consequence. We had to put the patient back to sleep (anaesthesia) because of the time of the intervention increasing. It was due to the absence of venous flow back in the syringe connected to the involved needle." The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported the hub of the needle was cracked during use. The issue was found on two different devices with the same patient. It was reported "there was no serious consequence. We had to put the patient back to sleep (anaesthesia) because of the time of the intervention increasing. It was due to the absence of venous flow back in the syringe connected to the involved needle." The patient's condition is reported as fine.